Event description:
It was reported that the patient developed a loud, red, continuous alarm during the evening and switched to their backup system controller without consulting the ventricular assist device (vad) team. The patient had trouble connecting to their backup system controller and the pump did not restart. After calling the vad team and having the paramedics come to their home, it was found that all connections were approprriate but no pump flow, speed. Or other numbers were on the controller. No audible mechanical vad tones were heard with a stethoscope. The decision was made to switch back to their original controller and the pump restarted. At this time there as still a yellow wrench controller fault alarm. No external damage was noted on the patient's controller or modular cable. The patient was noted to be stable with a subtherapeutic international normalized ratio (inr) of 1.48. Their lactate dehydrogenase was 175 units/l. A review of log files from the patient's primary controller during this time showed a controller internal fault alarm on (B)(6) 2023 at 19:12:25. The data indicated that a driveline disconnect happened at 19:23:19. The driveline was reconnected at 19:57:06, and at this time the motor function was restored, though a controller internal fault was still active. The controller internal fault remained active throughout the remainder of the log file (ending (B)(6) 2023 at 00:25:05. Log files from the backup controller at this time showed that the driveline did not engage and the motor function did not start. Related manufacturer's reference number for the primary controller: 2916596-2023-00225, related manufacturer's reference number for the backup controller: 2916596-2023-00227.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
The reported event of the patient having difficulty performing a controller exchange is addressed under related manufacturer report numbers 2916596-2023-00227 and 2916596-2023-01434 manufacturer¿s investigation conclusion: review of the submitted log files confirmed a transient pump stop that appeared consistent with an electrostatic discharge (esd) event. Additionally, this event appeared to result in the reported controller fault alarm which is investigated under system controller (B)(6) (related manufacturer report number 2916596-2023-00225). Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 3 of the IFU, ¿powering the system¿, states that high levels of static electricity can damage or harm the system and cause the pump to stop. This section recommends that the patient use battery power when not sleeping or resting to reduce the risk of electrostatic discharge (esd) events. This section also warns that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6,"patient care and management¿, warns that static electricity can cause the left ventricular assist device (lvad) to stop and explains additional steps in how it can be avoided. This section also contains a sub-section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7, "alarms and troubleshooting", describes all alarm conditions as well as the appropriate actions associated with them. Additionally, the safety testing and classification tables in appendix c of this document include electrostatic discharge information. Section 1 of the patient handbook, ¿introduction¿, warns the user to avoid touching older television or computer screens and to avoid activities that may induce string static discharges and to take actions to reduce the chance of esd, as strong electrical shocks can damage electrical parts of the system and cause the pump to perform improperly or stop. Section 4, "living with the heartmate 3", contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Section 5, "alarms and troubleshooting", outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard or pump off alarm, call your hospital contact immediately for diagnosis and instructions. The testing & classification tables in section 9 of this document include esd. The emergency contact list form included in the handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: primary controller: 2916596-2023-00225. Backup controller: 2916596-2023-00227. Modular cable: 2916596-2023-01434.